Manufacturer narrative:
(B)(4).

Event description:
Data was provided for review. A review of the data did not confirm the reported event of pair new transmitter message during a session. A root cause could not be determined via data.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there was a pair new message during a session on the smart device display. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.